Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that patient presented during follow-up in-clinic. Upon review, the patient left ventricular(lv) lead exhibited loss of capture. A chest x-ray revealed that the lv lead was wrapped around the patient's implantable cardioverter defibrillator(ICD). During the lv lead revision procedure, the physician noticed the right ventricular(rv) was wrapped around the ICD as well and the leads had tangled together. The physician described the incident as twiddler's syndrome. Both the lv and rv leads were replaced. The patient was discharged. Related manufacturer reference number: 2017865-2019-06374.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stating that dislodgement was noted on the left and right ventricular leads.